Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a partial electrical reset. It was noted a partial reset occurred on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an error upon interrogation and a clock stop status reset was observed. The ipg was interrogated, reset to the original parameters and remains in use. No patient complications have been reported as a result of this event.